Event description:
It was reported that the subject device turned off during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure (the camera turns off during the procedure) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is twisted, error code e216 is displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code e216 is displayed, and no image is displayed was due to a twisted cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.